Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. The pt had as history of peripheral vascular disease. It was reported that 3-4 months post operatively the pt thrombosed one of the iliac arteries. The pt was brought to the emergency room and heparinized for performance of a thromectomy procedure. It was reported the pt expired. The physician does not believe the pt expired due to the stent graft. No additional information was received.